Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the v60 touch screen malfunctioned. The device was not in clinical use at the time of the malfunction.

Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 25jul2019. The customer reports the unit was returned to service after replacing the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 12jun2019. Date of report: 22jul2019. The device was evaluated through remote labor and contact with tech support. The customer received the part numbers to replace the touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.